Manufacturer narrative:
Date sent to FDA: 09/18/2020.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process. (B)(4) submitted for adverse event which occurred on (B)(6) 2012. (B)(4) submitted for adverse event which occurred on (B)(6) 2013.

Event description:
It was reported by an attorney that the patient underwent umbilical hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2012 during which the surgeon noted the mesh to be balled up to one side. He noted purulent material present, consistent with a chronic mesh infection. It was reported that the patient underwent drainage of an umbilical seroma on (B)(6) 2012. It was reported that the patient underwent recurrent umbilical hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient experienced severe pain, nausea, chills, inflammation, infection, loss of appetite, stress and anxiety. Other implanted product is captured in a separate file. No additional information was provided.